Event description:
The guidewire broke in the catheter while it was being placed. The catheter was removed along with the guidewire and another catheter was placed without incident.

Manufacturer narrative:
The product has been received by the manufacturer and is currently being evaluated.